Manufacturer narrative:
MFR's report date 7/7/98 file # 05-98-060 the IV set was not returned to the MFR for investigation. The user facility advised that the IV set was discarded and is not available for evaluation. Without the noted IV set we are unable to determine a cause for the alleged malfunction. This report was filled out by the MFR. Corrections to the MFR's report section d-9, h-3.

Event description:
It was alleged that during priming of the set, air was being drawn into the tubing. The set was not being used on a pt at the time.